Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant this right ventricular (rv) lead the lead was advanced into the heart, but the amplitudes appeared abnormal and the pacing thresholds were high. The values did not change even when the position of the lead was changed. The curve of the stylet was changed, and the pacing thresholds appeared good thus the helix was extended once again into the appropriate location. It took more than thirty turns to extend the helix. The physician attempted to then retract the helix, but it could not be retracted. The torque was attempted to be released, but the helix would still not retract. The rv lead was removed and outside the body a similar issue was noted. A new lead was implanted with no issues. This rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended/ and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.